Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter read inaccurately high compared to her feelings and or normal results and to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated that the alleged inaccuracy began in ¿(B)(6) 2013¿. At an unspecified date/time, the patient reported she obtained blood glucose results of ¿101, 130s, 140s, 150s mg/dl¿ on the subject meter. The patient¿s normal readings, throughout the day, range from ¿80-100 mg/dl¿ in the morning, ¿130 mg/dl¿ in the afternoon and ¿90-100 mg/dl¿ in the evening and at bedtime. In addition, at an unspecified date/time, the patient also reported obtaining a blood glucose result of ¿100 mg/dl¿ on the subject meter and ¿76 mg/dl¿ on another device (one touch ultra), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. During the follow-up call, the patient stated she does not take any diabetes medication and that she has ¿reactive hypoglycemia¿. She denied taking any action in regards to her normal diabetes management when she obtained the alleged inaccurate high results. The patient reported that during the past 6 months, she has experienced occasional low blood glucose excursions at unspecified dates/times. The patient stated that during her low blood glucose excursions, she would develop symptoms of ¿shaky, tired, heated, dizzy, headaches¿. She would then test her blood glucose levels and treat herself with food and or drink. The patient confirmed that she based her treatment on how she felt, not on the result that was obtained. The patient mentioned that during one of her most recent excursions, she began to ¿feel tired and was moving slow¿. She tested with the subject meter and obtained a blood glucose reading of ¿101 mg/dl¿. She treated herself with glucose tablets based on the symptoms she had developed. The patient confirmed she began to feel better, about 10 to 15 minutes, afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The reporter did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient treated herself with food and/or drink, there is no indication that the subject meter caused or contributed to this serious injury. The patient did not make any changes to her diabetes management in response to a reading obtained with the subject meter. Based on the information provided, the patients reported symptoms were caused by her medical condition of ¿reactive hypoglycemia¿. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs accuracy criteria.